Manufacturer narrative:
Qn#: (B)(4). UDI number unavailable as complainant did not report a lot number. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staff reported pump had helium leak". As a result, the pump was exchanged for another. No patient harm or injury.

Manufacturer narrative:
(B)(4). The reported complaint of leak in helium supply is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service engineer checked the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "staff reported pump had helium leak". As a result, the pump was exchanged for another. No patient harm or injury.